Manufacturer narrative:
The device was returned to zoll medical corporation without the paddle set used during this event. The customer's report of a "poor pad contact" message was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The reported claim of "unable to discharge" was duplicated and attributed to a faulty multi-function cable. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" and was unable to discharge using attached paddle set. Complainant indicated that there was no patient involvement in the reported malfunction.